Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and the associated h6 coding. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured.   Based on the results of the investigation and the information provided, it could not be definitively determined what the white crystalized foreign material was (possibly simethicone). There was no damage to the area where the foreign material was detected, and it was unknown if reprocessing was performed according to the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be determined. The event can be detected and prevented in accordance with the following: detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Preventive measure in gif/cf/pcf-290 series operation manual 3.8 inspection of the endoscopic system: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and additional findings were as follows: the light cover glasses adhesive was pitted, the optical cover glass was chipped, the optical cover glass adhesive was pitted, the distal end adhesive was worn, the control body aspiration housing colored ring was worn, the up/down angle was not to specification, the up/down angle had some play, the electrical safety test was not to specification, and an automated air leak test confirmed a leak. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that during the repair process of the device (colonovdeoscope), there was contamination evident in the air/water and auxiliary jet channel. There were no reports of patient involvement.